Event description:
It was reported by the pt's physician that the pt presented with high impedance. X-rays were ordered. A revision surgery in the future is likely. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.